Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting, after pre-dilatation, of a restenosed other company's stent within the proximal rca. At an unknown time in 2009, the patient experienced recurrent angina with exertion. The patient was hospitalized three months later, and clopidogrel was discontinued or changed. Diagnostic coronary angiography was performed and results indicated 70% in-stent restenosis within the xience v stent. The patient was treated with percutaneous coronary intervention via implantation of another company's stent. The event resolved on the same day, and the patient was discharged the following day. There is no additional information available.

Manufacturer narrative:
Angina and restenosis as listed in the xience v IFU are known adverse events associated with coronary stenting. Stenting was performed in a restenosed stent within the proximal rca. It should be noted that the IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with previously stented lesions and in-stent restenosis.